Manufacturer narrative:
The device was received for evaluation on 08/08/2024. Verified complaint through visual inspection. Upon visual inspection found burnt components on the main power supply. Replaced the ac power cord and the main power supply. Probable cause for the abnormal burnt / smoke odor is burnt component on the main power supply and incorrect ac power cord installed on the device. Confirmed customer¿s complaint that the device has a depleted battery. Verified complaint through review of the event alarm logs. N58 and n252 were present in the event alarm logs. Replaced the battery and pressed the change battery softkey. Device no longer alarms with n58 or n252. Probable cause is depleted / defective worn battery with diminished capacity. This is possibly a result of the burnt component on the main power supply, potentially caused by the installation of the incorrect ac power cord.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. It was reporter that the battery depleting smells burntevent date unknown, the event occurred unknown. Unknown physical damage reported. Unknown patient involvement, unknown patient harm and unknown delay in therapy. No additional information was provided